Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. The instrument has been returned and evaluated by the failure analysis. Failure analysis found the primary failure of a broken blade to be related to the customer's reported complaint. The broken piece was not returned. The size of the missing piece was approximately 0.106¿ x 0.444¿. The components adjacent to the broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the harmonic ace instrument had no energy output. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there were no reports of debris falling into the patient.